Event description:
It was reported through stryker ethics hotline by patient in 2008 that, "the patient underwent a total knee replacement over a year ago and still has tremendous swelling."

Manufacturer narrative:
Device is not available for evaluation. No evaluation will be performed. Additional information has been requested and if received, will be provided on a supplemental report.